Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the surgeon closed jaws during a lobectomy procedure, the jaws could not be opened. The surgeon removed the device from the patient's body, and retried handling the device, then the jaws were able to be opened and the firing was completed. There was no patient injury.

Manufacturer narrative:
Additional information: (model#, catalog#, expiration date, lot#, UDI#), evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.